Manufacturer narrative:
During the investigation, it was determined that the root cause of the event was a hardware failure of the power supply dfc niobe. A new power supply was installed and no recurrence of the error has been reported. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee biplane mn system. The customer reported that the plane a detector power supply had been replaced. After four months, the detector failed again. There is no awareness of impact to the state of health of any patient involved.